Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer amulet occluder was successfully implanted in a patient using a 14f amplatzer torqvue 45x45 delivery sheath. It was noted that at an unknown point the patient developed a pericardial effusion. A pre-implant transesophageal echocardiogram had revealed a basal/lateral ventricular aneurysm causing a shift in normal anatomy of the patient's mitral valve, in particular the posterior leaflet. It was also determined that the patient's left atrial appendage was shifted from it's normally expected position. The decision was made to perform a pericardiocentesis, but did not resolve the pericardial effusion. The patient was taken to the operating room for further surgical intervention. The patient was stable at the time of report. The direct cause of the pericardial effusion is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade post-implant procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was provided that the 16mm amplatzer amulet occluder was sized using angiogram and transesophageal echocardiogram measurements. It was also noted that the patient had been administered heparin for procedure, but no activated clotting time levels were provided. There had been no difficulty implanting the 16mm amplatzer amulet occluder. There was no clinically significant delay in the procedure reported. The pericardial effusion was noted post-implant and led to cardiac tamponade. It was also noted that the patient became hypotensive. Post surgical intervention, the patient was discharged at the time of report.